Manufacturer narrative:
The product was not returned for evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge and viscoelastic. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The handpiece model was not provided. It is unknown if it was the qualified model for this cartridge. The customer indicated the use of balanced salt solution during the event and an ophthalmic solution before the event ; however, no lot code or sample was provided by the customer. The manufacturing investigation has not identified a root cause to date. Based on a review of complaints received, a signal for post-operative inflammation was identified for the reports country of origin. Manufacturing investigation pointed to the difference in manufacturing processes for the countries market and multifocal lenses as a potential differentiator. Based on the reported complaints, voluntary market hold and issuance of the market caution letter has been instituted against the impacted product within the identified market. An internal investigation has been opened to address reports of a similar nature. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided which indicated that the ophthalmic surgeon observed anterior chamber cells, anterior chamber flare and posterior synechia postoperatively. Bacteriological testing was not performed; therefore, results are not available for the evaluation.

Event description:
An ophthalmic surgeon reported that a patient experienced postoperative endophthalmitis and dim visual acuity of the right eye following an intraocular lens implant procedure. To treat the issue, the patient was hospitalized and a vitrectomy procedure performed. The patient's symptoms have resolved. A product sample is not available for investigation because it remains implanted.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-(B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. (B)(4).